Manufacturer narrative:
Technician found pt left foot siderail was not latching. Latch had seized because of silver nitrate being poured on siderail from burn unit. Cleaned and lubricated latch to resolve this issue.

Event description:
Complaint alleged that the bed was broken. No injury reported.